Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (not recognizing batteries) has been confirmed. Upon investigation the battery charger/modem was unable to detect inserted battery packs. The cause for the failure was isolated to corrosion on the battery board contacts. The root cause for the corrosion was ingress of an unknown liquid. No adverse event resulted from the contamination. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger wasn't recognizing battery packs. The patient was issued a replacement battery charger/modem.